Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the most probable cause of the malfunction is due to a bad cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that scope communication error e224 occurred with the camera head. The issue was found during preparation for use. There were no reports of patient involvement.